Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as inadequate dialysis and as not doing the dialysis properly. On an unreported date, the patient was hospitalized for the peritonitis event. It was reported the patient was not treated with medication for the event. Pd therapy was ongoing. The patient was discharged from the hospital two days after receipt of this report. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.